Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customers blood glucose (bg) level was "high" on the continuous glucose monitor with high ketones. Customer addressed the elevated bg by a correction injection via manual insulin therapy.